Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's mother reported that the tubing came out of the body. The customer's mother reported that the cannula was bent. The customer's blood glucose was over 400 mg/dl at the time of the incident. The customer's blood glucose was 533 mg/dl at the time of call. The customer's mother stated that the blood glucose reached over 600 mg/dl which led to the hospitalization. The customer stated that he treated his high blood glucose with manual injections. The customer's mother stated that the drive support cap appeared normal. The customer's mother declined further troubleshooting. The insulin pump will not be returned for analysis.